Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. Two weeks postoperatively, the lens vaulted. Intervention was performed to exchange the iol for a different lens model. The patient's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The iol was returned to b&l for evaluation. The iol was cut in half at the haptic hinge (from the explant procedure). The lens was subjected to diopter and resolution verification, which revealed the iol was correctly labeled as a 30.0 d iol. Overall dimensional analysis was not possible due to the condition of the lens, however, the hinge thickness was measured and found to be within specifications. Root cause: according to the physician, the root cause of the reported event of refractive error was related to lens vaulting.